Event description:
The customer alleged they received questionable ion selective electrode (ise) sodium results on their c501 analyzer. The customer stated they repeated the patient samples on another c501 analyzer when they realized the quality control results were higher than they had been before they tested the samples in question. The first patient had an initial sodium result of 117 mmol/l. The sample was repeated on the original analyzer and the result was 117 mmol/l. The sample was tested on the other c501 analyzer, serial number not provided, and the result was 123 mmol/l. The second patient, a male born on (B)(6) 1946, had an initial sodium result of 117 mmol/l. The sample was repeated on the original analyzer and the result was 117 mmol/l. The sample was tested on the other c501 analyzer and the result was 123 mmol/l. The customer considered the results from the second c501 analyzer to be correct; however, the customer did not issue corrected reports. The customer was not aware of any adverse events. The sodium electrode lot number and expiration date were not provided. The field service representative found a bad ise probe. He replaced the ise probe. He performed ise checks. The customer performed calibration and quality control with no errors. He observed all checks.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.